Manufacturer narrative:
The perfusionist's notes suggested a sticky valve which is generally the case in this scenario. The customer stated their routine maintenance was probably not what it should be and requested a copy of the pm schedule. Technical support gave the customer the part numbers for both solenoid valves. The customer will order parts and make repairs themselves in-house.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, while running in maintain mode at thirty-eight degrees celsius, some ice was added to the tank and the temperature of the water at the outlet began to drop off sharply. The devices not changed out, as they continued the case using the second cooler heater unit in the circuit. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.